Manufacturer narrative:
Code 10, 4315: the device delivery catheter and c3 handle were returned to gore for analysis and showed the following: engineering removed the spine covers and the spine was examined. No abnormalities were noted. The septum appeared to be intact with no obvious damage. Engineering pressurized the manifold area by injecting dyed water through the septum. The water was observed leaking out of the manifold. No visible gap existed between the manifold lid and the spine. The manifold lid has a silicon gasket around the inside. The manifold lid is attached to the manifold through the addition of glue to glue ports and the guidewire lumen trough. The leak was observed in an area where only the silicone gasket was present. Based on the findings from this evaluation, the physician¿s observation that blood leaked from the catheter handle was confirmed. The likely cause for the observed leakage could not be determined with the available information but is consistent with an incomplete seal of the gasket.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. The physician deployed the proximal portion of the trunk ipsilateral leg component and removed the transparent nob. At this time the physician noticed there was excess blood leakage from the c3 catheter handle. The contralateral leg component was deployed as intended and the physician immediately deployed the ipsilateral leg of the withdrew the delivery catheter from the patient. The procedure was completed with no further issue reported and no transfusion or blood products were administered. The patient tolerated the procedure. The handle and delivery catheter were returned to gore for analysis. The results will be provided in a supplemental medwatch.